Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 420 mg/dl at the time of incident. The customer's mother reported that the high blood glucose was treated with manual bolus. The customer's mother reported not delivering what insulin pump is stating it was and was showing insulin that was not delivered. The customer's mother stated that the insulin pump was under delivering. The customer's mother reported symptoms of a headache. The customer treated the high blood glucose level with the insulin pump. The customer¿s current blood glucose level was 359 mg/dl. The customer did troubleshoot the issue. The customer will return the insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump passed the dat test at 0.08720 inches. Pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.